Manufacturer narrative:
Investigation completed 11/30/2017. The lot number of the device was not provided. CAPA has been issued to further investigate this reported failure and as such a trend analysis will be captured in this project. The device in question was not released for review; should the product be returned a failure analysis and/or root cause will review will be performed at that time. Additional information was received on 22dec2017: the product problem was discovered during positioning of the (B)(6) year old male patient on (B)(6) 2017 for a cervical level 1-6 laminectomy, cervicothoracic fusion c1-t1. After flipping the patient, the skull clamp was being attached to mayfield spine table adaptor. As the screw was being tightened (with only slight pressure) the screw snapped at the base. There was no patient injury reported. There was no replacement product available to be used. Instead, the customer cannibalized another attachment that they owned to make the frame function. There was a 10 minute delay in surgery. There was no patient adverse consequence as a result of the surgical delay. The customer stated the return of the product to integra was pending.

Manufacturer narrative:
Integra has completed their internal investigation on november 30, 2017. The device in question was not released for review; should the product be returned a failure analysis and/or root cause will review will be performed at that time. The device in question was not released for review or was the lot number provided. A device history record review will be performed when either has been submitted. 100% of this product is inspected per inspection requirements. The sampling plan has been reviewed and determined to be commensurate to the appropriateness and accuracy to current complaint needs. CAPA has been issued to further investigate this reported failure and as such a trend analysis will be captured in this project.

Event description:
The customer used the (a2600r) mayfield spine table adaptor radiolucent for the first time and it broke. Additional information was received on (B)(6) 2017 with the following: while positioning patient with the radiolucent clamp and new table adaptor, the screw broke before positioning was even completed. Date of incident: (B)(6) 2017. No patient harm, injury or death reported. No revision/medical intervention was required. No delay in surgery was reported.